Event description:
It was reported that the video connector was dropped onto the floor cracking the housing and could not be disinfected. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, cracking in the housing was due to cracked connector. However, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.